Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (1g, intraperitoneally, duration and frequency and not reported), and injection tazact (4.5g, twice daily, intravenously, duration not reported) for peritonitis. Dianeal therapy was ongoing. The outcome of the event is unknown. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.